Event description:
My now 26 year old sone underwent 27 deep tms treatments at relief mental health in oak brook illinois under the direction of dr (B)(6). During the last 3 treatments he experienced tachycardia, profuse sweating, disassociation and extreme fatigue while being stimulated by the machine. Ongoing issues since the treatments were stopped include cognitive decline, hearing loss, ringing in the ears, vision changes, headaches, pupil inequality, drooping of left eye and left lip.